Manufacturer narrative:
Sterile. Part: 04.124.205s. Lot: 6l71192. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: 19.feb.2020. Expiry date: 01.feb.2030. Since there is no allegation against packing or sterility, a manufacturing record evaluation was not performed. Non-sterile. Part: 04.124.205. Lot: 36p1329. Manufactured: (B)(4). Part #: 04.124.205s. Synthes lot number: 6l71192. Manufacturing site: unk. Release to warehouse date: unk. No combination could be found in synthes systems f/ part 04.124205s/lot 6l711, therefore a DHR review could not be performed at this time. If further information becomes available regarding the identifies for this part this DHR review will be revisited. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the patient underwent an open reduction internal fixation surgery for tibial plateau fracture. During the plate bend, the plate broke due to excessive bending. The surgeon used another plate which is the same size and the surgery was completed successfully with a thirty (30) minute delay. Concomitant devices: unknown bending instruments: trauma (part# unknown, lot# unknown, quantity# 1). This report is for one (1) 3.5mm ti lcp proximal tibia pl low bend 6h/102mm/left-ster. This is report 1 of 1 for pc.